Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 400 mg/dl and was treated with IV insulin drip. Troubleshooting was reported it was reported pump over delivery of the insulin. The event involved product(s) mmt-1884, mmt-332a, unk_sensor, mmt-242a. It was reported customer was using the insulin pump system within 48 hours of the reported event with no active auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for unk_sensor. No product return is required for mmt-242a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. (Per (B)(6) ¿ r&d engineer the user performed the reservoir setup on (B)(6) 2024 at 4:38pm after setup, the reservoir contained 7u of insulin and there is no volume in the reservoir to deliver 120u of insulin. At 4:53pm pump delivered auto bolus of 4.8u: as per dailytotals, the total amount of insulin delivered during (B)(6) 2024 was 28.1 u (way below 120u). And diagnostic traces confirm such delivery: =sum (af40985: af44830)= 28.1u.) (B)(4) units pump delivery anomaly not confirmed. Please see the attached email for the supporting information from the history file and the diagnostic traces from (B)(6). The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 23-jun-2024 in the pump history file. (B)(6)2024 00:00:12.000 normal bolus delivered (220) bolus programming method: cl1 micro bolus (5) normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u) unable to verify customer's daily total of all insulin delivered on the event date 23-jun-2024 on pump history due to insufficient data in the trace/history files. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm listed on the event date 23-jun-2024 listed on pump history file. (B)(6)2024 11:15:38.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 13:51:38.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 17:09:34.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-jun-2024 in the pump history file. (B)(6)2024 00:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 16:41:07.000 batteryremoved (55) (B)(6)2024 16:41:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 16:41:13.000 batteryinserted (44) (B)(6)2024 16:41:13.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 16:41:20.000 batteryremoved (55) (B)(6)2024 16:41:20.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 16:41:24.000 batteryinserted (44) (B)(6)2024 16:41:24.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 16:41:36.000 batteryremoved (55) (B)(6)2024 16:41:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 16:41:44.000 batteryinserted (44) (B)(6)2024 16:41:44.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 16:44:31.000 batteryremoved (55) (B)(6)2024 16:44:31.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 16:44:42.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no unexpected failed battery test alarm noted. Lostsensor1alert (780) - not confirmed. Failedbatttest (58) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed ((B)(4) units pump delivery anomaly not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.